Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4260 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4260 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted (lot no. 50502884). The patient had a medical history of adenomyosis, follicular cyst of ovary, chronic cervicitis, bleeding, stress urinary incontinence, parity 2, gravida ii, ovarian cyst, obesity and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4111 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, right ovarian cystectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure divices were passed into the tubal ostia on both sides, with 4 numbers of coils on the left and 4 numbers of coils on the right remaining in the uterus. Discrepancy noted : insertion date as per argus (B)(6) 2010 as per mr : (B)(6) 2010 discrepancy noted : removal date as per argus (B)(6) 2021 as per mr : (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: right: the distal end ofthe microinsert is not within the uterine cavity and appears to be with in 30 mm into the tube. The tube is occluded at the cornua there is no evidence of any contrast seen past the distal end of the outer coil of the microinsert. Left: the distal end of the microinsert is not within the uterine cavity and appears to be with in 30 mm into the tube. The tube is occluded at the cornua, there is no evidence of any contrast seen past any distal end of the outer coil of the microinsert. Impression: bilateral essure devices are present as described above. [Pathology test] on (B)(6) 2021: the uterus without the attached fallopian tubes is 143 grams and is 9.5 x 6.5 x 4.5 cm. Predominately decidualized endometrium with a few small residual foci of endometrial intraepithelial neoplasia. Negative for malignancy. Superficial adenomyosis. ¿ negative serosa. Cervix with mild chronic cervicitis. Fallopian tubes with vascular congestion [pregnancy test] on (B)(6) 2010: negative the most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received : lot number, reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted (lot no. 50502884). The patient had a medical history of adenomyosis, follicular cyst of ovary, chronic cervicitis, bleeding, stress urinary incontinence, parity 2, gravida ii, ovarian cyst, obesity and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4111 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, right ovarian cystectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure divices were passed into the tubal ostia on both sides, with 4 numbers of coils on the left and 4 numbers of coils on the right remaining in the uterus. Discrepancy noted : insertion date: as per argus (B)(6) 2010. As per mr : (B)(6) 2010 discrepancy noted : removal date: as per argus (B)(6) 2021 as per mr : (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: right: the distal end of the microinsert is not within the uterine cavity and appears to be with in 30 mm into the tube. The tube is occluded at the cornua there is no evidence of any contrast seen past the distal end of the outer coil of the microinsert. Left: the distal end of the microinsert is not within the uterine cavity and appears to be with in 30 mm into the tube. The tube is occluded at the cornua, there is no evidence of any contrast seen past any distal end of the outer coil of the microinsert. Impression: bilateral essure devices are present as described above. [Pathology test] on (B)(6) 2021: the uterus without the attached fallopian tubes is 143 grams and is 9.5 x 6.5 x 4.5 cm. Predominately decidualized endometrium with a few small residual foci of endometrial intraepithelial neoplasia. Negative for malignancy. Superficial adenomyosis. Negative serosa. Cervix with mild chronic cervicitis. Fallopian tubes with vascular congestion. [Pregnancy test] on (B)(6) 2010: negative. Lot number: 50502884 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.